Event description:
In a letter rec'd on (B)(6) 2013, an attorney for an insurance company reported that a home sustained property damages and allegedly involved a vaporizer. No injuries were reported with this incident.